Manufacturer narrative:
Concomitant medical products: 0185 lead, implanted: (B)(6) 2007; 6935m62 lead, and ddmb1d4 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to an infection and will not be replaced in the future. Cultures were taken but results were unknown. It was also reported that the rv lead had a confirmed fracture. No further patient complications have been reported as a result of this event.